Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the pulse generator exhibited loss of output after being subjected to electrocautery. The device was explanted and replaced. No patient symptoms or additional information was reported.